Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) year old female enrolled in preserve (B)(6) 2017. She has a history of prior myocardial infarction, coronary artery disease and prior lower extremity surgery and has had multiple abdominal surgeries, including a partial gastrectomy. She has a current right lower extremity dvt in the femoral popliteal vein. An option¿ elite retrievable vena cava filter was placed on (B)(6) 2017 for contraindication to anticoagulation (hematoma developed, anticoagulation not recommended at this time) and the subject was discharged from hospital on (B)(6) 2017. Subject was readmitted (B)(6) 2017 for symptoms of transient ischemic attack and bilateral pe. At outside hospital, subject was given an abdominal CT scan for possible gi bleed prior to anticoagulating and bilateral lobar pulmonary emboli were discovered incidentally. Subject was anticoagulated on heparin initially and later enoxaparin at discharge. Subject was discharged in stable condition on (B)(6) 2017 at which time the event was assessed as having resolved with sequelae. Subject was last contacted on (B)(6) 2017 and is considered lost to follow-up.